Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Reportedly, the customer disconnected at the luer lock while remaining connected to the infusion set, and possibly received additional insulin into the body. The customer consumed grapes, biscuits, and dinner to treat the low bg level. At the time of the reported event, the customer's bg level ranged from 157-170 (mg/dl).

Manufacturer narrative:
(The t:slim x2 g5 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin).